Event description:
Pt was in surgery for robot-assisted supracervical hysterectomy. The davicini fenestrated bipolar instrument was inspected after use for integrity. The cord at the instrument wrist was noted to be frayed. The instrument was otherwise intact. Number of lives left on instrument: x-rays were taken of the pt with negative results.